Manufacturer narrative:
Updated b5 describe event or problem field to add additional information received from the field. No further allegations at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that low within range pacing impedances were noted on this right atrial (ra) lead. At this time, ts suspects there might be lead-lead abrasion, but the root cause is yet to be determined. Ts also noted fluctuating right ventricular (rv) r-waves, and that the implantable cardioverter defibrillator (ICD) oversensed the ra signal on the rv lead at times. Ts conservatively recommended lead replacement. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. At this point in time given the patients frail status, the clinic has decided to monitor the situation. No adverse patient effects were reported. Additional information was received from the field. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that low within range pacing impedances were noted on this right atrial (ra) lead. At this time, ts suspects there might be lead-lead abrasion, but the root cause is yet to be determined. Ts also noted fluctuating right ventricular (rv) r-waves, and that the implantable cardioverter defibrillator (ICD) oversensed the ra signal on the rv lead at times. Ts conservatively recommended lead replacement. This ra lead remains in service. No adverse patient effects were reported.